Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that the patient had an MRI and during the scan she complained of heating on her back. The patient felt like her back was on fire so they got them off the MRI table. It was noted that the MRI was performed under the conditional guidelines and the patient was full body eligible.